Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "following mixing of cmw bone cement, the cement had fully set prior to its expected setting time. The cement was mixed as per procedure (for 30 seconds), and was with the surgeon by 50 seconds. The cement had fully set by 3minutes and 30 seconds. As a result, the acetabular cup which was already in the patient had to be revised, and the cement had to be removed from the patient.". Lot: 3715127. Manufacturing date: 01 jul 22. Expiry date: 31 jan 25. Quantity: (B)(4). A manufacturing record evaluation was performed for the finished device product code - 3325040 & lot number - 3715127 number, and no non- conformances / manufacturing irregularities were identified. The cement mixed and behaved as expected for the product type and met the appropriate control specification (ref ms-005 bone cement: master specification: depuy cmw 2g gentamicin bone cement). Setting time was tested using tmt150. The recorded setting met the control specification of 04 min 00 sec to 06 min 00 sec. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code - 3325040 & lot number - 3715127 number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4).depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following the mixing of cmw bone cement, the cement had fully set prior to its expected setting time. The cement was mixed as per procedure (for 30 seconds), and was with the surgeon by 50 seconds. The cement had fully set by 3minutes and 30 seconds. As a result, the acetabular cup which was already in the patient had to be revised, and the cement had to be removed from the patient.